Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there was a speaker malfunction with no sound. The device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate a defective speaker. There was no speaker sound at start up test. Speaker confirmed to be defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The investigation concludes that no further action is required at this time.